Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
The customer reported having issues with the load sequence. The customer's blood glucose level read "high", a specific value was not provided. Elevated blood glucose was addressed with a supply changed. The customer resumed insulin therapy. Reportedly, the customer was using cold insulin and was reusing the cartridge, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.